Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure resistance was met and the delivery catheter was pulled back to the guiding catheter. Upon removal of the stent delivery system through the sheath, the stent was lost in the periphery. A snare device was successfully used to retrieve the stent. The case was completed with the placement of additional stents. Reportedly no pt injury was associated with this event.